Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they needed assistance in programming basal rates and mentioned that the customer experienced a high blood glucose of 475mg/dl. The customer's mother declined to troubleshoot for the high readings. The customer was successfully assisted with programming the basal rate. The insulin pump will not be returned for analysis.